Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 180 mg/dl or 190 mg/dl with two accu-chek instant meters and 400 mg/dl (emergency room meter). The same test strip vial was used for both accu-chek instant meters and results. The patient experienced symptoms of vomiting and ketoacidosis. The patient was treated with unknown IV fluids and she was hospitalized for 4 days.